Manufacturer narrative:
There was no unintended radiation release. The pt would actually receive less radiation than what would be displayed. No aro report. A ge representative evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported they cannot zero the dosage between pts. No pt injury was reported.